Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A review of the stored electrograms revealed episodes of far r wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.